Event description:
It was reported that during a low anterior resection, the device did not complete the anastomosis. Unk how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.